Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent loss of capture and high thresholds were noted on presenting electrograms (egm) on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.